Event description:
It was reported by the patient that she is concerned about the medication (everolimus) on the promus stent. She states that she is allergic to many things and has multiple ailments from which she experiences side effects. The patient stated that her stomach and thighs began swelling. The patient is concerned about the side effects of the medication on her stent and her anticoagulant medication. No treatment was reported for the swelling. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.